Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in india as follows: it was reported that a pfna-ii surgery was performed on (B)(6) 2014 to treat an unstable intertrochanteric fracture. The patient returned to the hospital on (B)(6) 2014 with the blade protruding out of her skin. Revision surgery was performed on the same day and after thorough debridement and decontamination of the blade, it was re-inserted. The blade was discovered to have backed out again on (B)(6) 2014 and was explanted on the same day. It was reported that the blade was locked during both the events. The initial complaint was submitted under (B)(4). The decision was made to address the incidents under separate complaints. This report addresses the second incident of blade migration. This report is for an unknown nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: " the xrays show that a blade has completely backed out of the femoral head."

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pfna-ii surgery was performed on (B)(6) 2014 to treat an unstable intertrochanteric fracture.